Manufacturer narrative:
(B)(4): the exact date of the implant is unknown .

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one year post index procedure a proximal aortic cuff was implanted due to a type ia endoleak. It was reported recently the physician implanted another manufacturer's iliac stent graft to resolve a type iii fabric endoleak in the right iliac limb stent graft. The final angiogram confirmed the endoleak had resolved. The physician stated that the possible cause of the event was due to a needle puncture in the right limb. No additional clinical sequelae were reported and the patient is fine.